Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of gablofen at 50mcg a day via an implantable pump. The indication for use was not provided. It was reported that the patient's infusion system was explanted on (B)(6) 2018, and the system was discarded. It was reported there was an anatomy issue, not a product issue. The pump eroded through the skin and got infected. A new infusion system was implanted on (B)(6) 2019. There were no environmental/external/patient factors provided that may have led or contributed to this issue. It was unknown if there was any diagnostics/troubleshooting performed. The rep reported the site got infected and the system was explanted. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. It was unknown what medications were being taken at the time of the event. The patient's weight and medical history were also not available.